Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional prostyle device referenced in b5 is filed under separate medwatch report number.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery using two prostyle devices related to a percutaneous coronary intervention procedure. The initial sheath size was not reported, however, the maximum sheath size used for the procedure was 14f. Reportedly, an unspecified failure occurred with both devices. The method of hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.